Manufacturer narrative:
Explant date: not applicable as the iol remains implanted. (B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow-up no. 2 submitted for MFR. Report no. 2648035-2014-00179 should be follow-up no. 1. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that day one post op, refractive surprise of -5.50 was noted. On march 25, 2014, a refractive surprise of -6.50 (108 degrees) cylinder was noted, which amounted to a spherical equivalent of -7d. In addition astigmatism was observed one week post implant of an intraocular lens (iol) in the right eye of a patient due to lasik with iol calculations. The physician stated that the cornea appeared to be clear and the patient was prescribed contact lenses to undertake daily activities. The patient complained about blurred vision (distance and near), pain and discomfort in the right eye. In addition, the patient stated experiencing a lot of pressure in the right eye. The physician prescribed drops post the procedure and stated that lasik enhancement may be needed.

Manufacturer narrative:
Corrected to spherical equivalent of 7d. The manufacturing record review indicated that all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The lens diopter result obtained from the electronic system of the test performed when this lens was manufactured, showed that lens serial number corresponded to a 25.0 diopter, which was within specification. No deviation was reported. Based on the documents reviewed (line clearance, quantity process) there was no deviation or any non-conformity throughout the process. Based on the documents reviewed the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.